Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g3, g6, h2, h4, h6, and h10. Customer reported another oer-pro lid cracked (sn (B)(6) on the same day with the same event date. This captured in medwatch with patient identifier (B)(6). Event took place during reprocessing. It is not known how the issue of the cracked lid occurred. The staff is trained and experienced in the use of the device. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. Root cause for this event cannot be conclusively determined. However, it is likely that the event was caused by something hard coming in contact with the lid. The event is not due to user¿s misuse. However, the user can detect the event by inspecting equipment in accordance with the following instructions for use (IFU) statement: chapter 3 inspection before use: 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the device cracked lid. The lid was replaced. A full test cycle was performed and completed successfully. Device is back in proper, working condition. Equipment repaired and verified according to other equipment manufacture instructions. Software attributes have been verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device lid was cracked. There is no reported harm to any patient.